Event description:
It was reported that a home patient (hp) received a high drain 101 alarm on the homechoice (hc) machine during drain 1 while the hp was connected. The registered nurse (rn) stated that the hp did a manual exchange of 2l and the hp's initial drain alarm was set to 0 ml. This meets increased intraperitoneal volume-adult (iipv-adult) criteria. The hp had been doing extra exchanges. The alarm was cleared by pressing stop and go. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Homechoice was returned for device evaluation for the reported issue of increased intra-peritoneal volume (iipv). The cause of the reported issue was determined to be false empty detect and use error with initial drain alarm setting inappropriately programmed. A review of the following labeling was performed: homechoice / homechoice pro apd systems patient at-home guide. The guide provides a section for "operating instructions - make adjustments". For the I-drain alarm it states in the warnings: "setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. Iipv could result in a feeling of abdominal discomfort, serious injury, or death. The guide provides tables with recommended starting points when determining the optimal I-drain alarm volume". Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The event history log review confirmed the reported difficulty of increased intraperitoneal volume-adult (iipv-adult) (high drain volume 101 alarm). The homechoice (hc) device passed the hc return instrument test/evaluation (rite) functional test and the hc rite electrical safety analyzer testing. All pressures were tested and were determined to be correct and stable. A short simulated therapy was completed successfully. No problems were identified during an internal inspection and all of the connections were correct and secure. The high drain volume 101 alarm was not duplicated during product analysis lab (pal) evaluation. According to what was reported by the hp, the initial drain alarm setting was inappropriately programmed. The pal evaluation determined no failures or malfunctions that could have caused or contributed to the reported difficulty. The hc device met specification for the reported issue of iipv-adult (high drain volume 101). Upon completion of baxter's investigation, a follow-up will be submitted.